Manufacturer narrative:
Product analysis: analysis was able to confirm the reported error message and the powering on issue; the on/off button did not work and the keypad was out of electrical specification. Analysis also noted that the hanger was broken, ventricular output connector was broken, and the test access label and one case screw were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed a pushed button detection error message and then would not power on. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.